Manufacturer narrative:
A united states customer contacted the siemens customer care center to inform that quality control (qc) recovered within range, and the calibration was acceptable. Siemens dispatched a customer service engineer (cse) to the customer site. The cse performed troubleshooting and observed waste transfer and incubation ring movement errors. The elevator assembly was removed and inspected with no issue. The cse replaced the waste transfer pump and verified the performance of the atellica im 1300 analyzer. No issue was noted. The analyzer was operational. Siemens is investigating the event.

Event description:
The customer observed one discordant falsely elevated high-sensitivity troponin I (tnih) result on the atellica im 1300 analyzer. The result was reported to the physician(s). The customer used the same sample and a second draw from the patient to perform repeat testing on the same analyzer. The repeat results were lower, and the customer noted that the results matched the patient history. The customer issued a corrected report. There are no reports of patient intervention or adverse health consequences due to the falsely elevated tnih result.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2021-00269 on 04-nov-2021. Additional information (13-dec-2021): siemens reviewed the autocheck files and noted the customer service engineer (cse) performed the following: adjusted the secondary vacuum, replaced the waste transfer pump, and inspected the elevator and incubation ring movement. Siemens noted that quality control (qc) was in range at the time the sample was run and indicated a potential sample or patient specific issue. Siemens concluded that the cause for a falsely elevated high-sensitivity troponin I (tnih) result on one patient sample is unknown. Siemens cannot rule out pre-analytical factors or a sample integrity issue as the potential cause of the event. The atellica im 1300 analyzer is operating as specified and requires no further evaluation. Siemens updated section h6 (investigation conclusions) to include a new code.

Manufacturer narrative:
A united states customer contacted the siemens customer care center to inform that quality control (qc) recovered within range, and the calibration was acceptable. Siemens dispatched a customer service engineer (cse) to the customer site. The cse performed troubleshooting and observed waste transfer and incubation ring movement errors. The elevator assembly was removed and inspected with no issue. The cse replaced the waste transfer pump and verified the performance of the atellica im 1300 analyzer. No issue was noted. The analyzer was operational. Siemens is investigating the event.

Event description:
The customer observed one discordant falsely elevated high-sensitivity troponin I (tnih) result on the atellica im 1300 analyzer. The result was reported to the physician(s). The customer used the same sample and a second draw from the patient to perform repeat testing on the same analyzer. The repeat results were lower, and the customer noted that the results matched the patient history. The customer issued a corrected report. There are no reports of patient intervention or adverse health consequences due to the falsely elevated tnih result.